Event description:
It was reported the patient was transported to the hospital via ambulance after receiving several shocks. It was also reported the patient did not hear an alert prior to receiving the shocks and was unsure if the device alerts were programmed on. The device was removed and replaced. After the system explant, it was reported the patient "is suffering from traumatic stress, is very anxious, cries constantly and is still recovering from the operation". It was also reported that post surgery the patient was admitted to the hospital again for a week due to "swelling" in left arm, "deep vein thrombosis around the jugular vein" from the "trauma of taking out" the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed oversensing. There were 14 ventricular non-sustained tachycardia (nst) episodes with less than or equal to 210 ms average ventricular cycle length on (B)(6) 2011 in the timeframe between 21:07:56 and 21:23:54. There were 11 ventricular fibrillation (vf) episodes with less than or equal to 200 ms average ventricular cycle length between (B)(6) 2011 04:00:58 and (B)(6) 2011 00:45:48. Analysis also revealed interference/noise. The ventricular short interval count (v-sic) equaled 15095 counts, in 0.67 day, between (B)(6) 2011 22:10:05 and (B)(6) 2011 14:21:36. Additional analysis revealed high resistance/impedance. There were 3 patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2011 and (B)(6) 2011. The weekly pace impedance trend data shows an abrupt increase for minimum and maximum right ventricular (rv) pace equal 528 to 3168 ohms peak between (B)(6) 2011 and (B)(6) 2011. Finally, the lead integrity alert triggered and programmer data shows a lead integrity alert on (B)(6) 2011 13:47:48.